Event description:
It was reported that during a procedure the console was making a vibrating noise and smell of burning. The procedure was completed with this device. There was no patient complication.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the debris shield was found to be blown and had to be replaced. Therefore, the reported allegation was confirmed leading to the reported event. After the field service engineer replaced the debris shield and repaired the power cable, the issue was resolved, and the unit was within specification. The malfunction found could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that during a procedure the console was making a vibrating noise and smell of burning. The procedure was completed with this device. There was no patient complication.